Event description:
Per complaint (B)(4), there was a cyst removal on the same day of dental implant, which was discovered during a clinical exam. Allograft material was placed. The patient experienced severe pain and delayed healing. The implant was removed nearly two weeks later.